Event description:
It was reported while the physician was re-sheathing the coil to reposition the microcatheter; the coil prematurely detached inside its sheath. Both the microcatheter and coil were successfully removed without any complications to the patient. The procedure was completed with the use of another similar device.